Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04728. The pt received three trial leads (two with the same lot number). It was reported the pt felt a painful sensation 2 days after her trial leads were implanted. The physician had an x-ray performed which showed a lead had migrated. The pt was reprogrammed, and completed the trial with stimulation coverage. Reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.